Manufacturer narrative:
MFR's report date 5/9/97. The pump was not returned for evaluation, however it has been found that, as a result of instrument wear or improper maintenance, the gap in the mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism and the air in line detector. Do not use the door to close the orange latch". The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.